Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and alarmed no delivery. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. It was reported that act button was not always responding. It was stated that the possible reasons were explained. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. There was no indication of the insulin pump returning for analysis.